Manufacturer narrative:
Manufacturing date was added.

Event description:
Left/right compression screws were labeled (laser etched) incorrectly. The left screws fit into right nails and the right screws fit into left nails. Compression screws for lot 1331001 for part numbers 933-0033 and 933-0034 were confirmed to be assembled incorrectly.

Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4). The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4)on august 1, 2014.  Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
Left/right compression screws were labeled (laser etched) incorrectly. The left screws fit into right nails and the right screws fit into left nails. Compression screws for lot 1331001 for part numbers 933-0033 and 933-0034 were confirmed to be assembled incorrectly.